Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of hole in tubing was verified. A clean slice was observed in the tubing located approx 2 inches above the upper fitment. Root cause identified as exposure of the tubing to sharp object(s). The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build of this set model# for the failure mode reported.

Event description:
Customer reported, a hole in the tubing at an unspecified location. No pt harm reported. No add'l info provided.